Event description:
It was reported that during the surgery the surgeon found the plate did not fit well against the bone. When a screw was placed, the plate would come off the bone. The surgery was completed successfully and no reported adverse event.

Manufacturer narrative:
Update: h4, h6 the reported event could not be confirmed as no intra-operative photo was provided. Further info was provided by the sales rep including a sketch of the issue with the left maxillary plate. He stated that, when a screw was fixated medially into the plate, the plate would come off the bone laterally. The plate was used overall with a short delay of 1-2 minutes. A complaint analysis was performed by stryker¿s custom design team regarding the fit issue of the left maxilla plate. An overlay of the plates, which were manufactured by stryker, and the plates as planned by 3d systems was performed. The designs are consistent with each other. The segmentation was reviewed by stryker and found that the segmented anatomy in the area of the lateral fixation points of the plate appears rough. If those areas were over-segmented, this could have contributed to the observed lift of the plate. Since the segmentation was performed by 3d systems, further investigation is performed in complaint (B)(4), by 3d systems. In conclusion, the plate was designed according to the data transmitted by 3d systems and manufactured according to specification. H3 other text : implanted

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that during the surgery the surgeon found the plate did not fit well against the bone. When a screw was placed, the plate would come off the bone. The surgery was completed successfully and no reported adverse event.